Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak in pinch valve (pv37) tubing at feed-through fitting (ff107). The fse replaced the tubing to resolve the leak issue. The fse then performed verification of instrument and the instrument was returned to normal operation. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 5 mls of bluish reagent leaked from the coulter lh 500 hematology analyzer. The instrument did not generate an error message. The leak was contained within the instrument. The customer isolated the source of the leak to feed-through fittings (ff107, ff109, ff149, and ff202). There was no exposure to open wounds or mucous membranes. The operator was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.